Event description:
The pt undergoing routine arthroscopic shoulder surgery. The surgeon inserted the serfas 90-5 3.5mm instrument into the subacromial space to use the cutting setting to remove soft tissue from the inferior surface of the impinging area of the acromion. The surgeon noticed smoke in the operative field. The procedure was immediately stopped. The surgeon then noted smoke and burned skin at the shaft of the surface -it is understood that this area of the instrument is insulated as not to burn any tissue not directly involved at the tip-. Examination of the area revealed a 1.5cm x 3 cm burn to the superficial epthelium. The procedure was completed without further use of the serfas. Diagnosis or reason for use: left shoulder impingement. Event abated after use stopped or reduced: yes.